Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) for unspecified reasons. All components of the existing spp were explanted and replaced with an inflatable penile prosthesis (ipp). No additional information was reported.